Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: gan d, et al. (2019, posterior open-door laminoplasty and internal fixation for multilevel cervical spondylotic myelopathy, j spinal surg, 2019, 17 (5): 329-334, doi] 10.3969/j.issn .1672-2957.2019.05.007 (china). The objective of the study was to compare the clinical effects of posterior single-door laminoplasty combined with mini-titanium plate internal fixation and double-door laminoplasty combined with la lamina staple internal fixation for the treatment of multilevel cervical spondylotic myelopathy. From april 2015 to september 2017, 31 multilevel cervical spondylotic myelopathy patients treated with posterior single-door laminoplasty combined with mini-titanium plate internal fixation and 30 multilevel cervical spondylotic myelopathy patients treated with double-door laminoplasty combined with la lamina staple internal fixation were included in the study. In the open-door group, there were 23 males and 7 females with a mean age of 56.52 ± 7.42 years (range 44 -76 years). The patients in the open-door group underwent single-door laminoplasty combined with internal fixation using an unknown synthes mini titanium plate and screws. In the double-door group, there were 22 males and 9 females with a mean age of 55.67 ± 6.70 years (range 44-73 years). The patients in the double-door group underwent door laminoplasty combined with a competitor¿s lamina staple internal fixation. Patients in the both groups routinely used hormones to protect the spinal cord after surgery, within 48 hours the drain tube was removed, patients were bedridden for 2 days and neck collar was worn for 2 months. All patients were followed up for 12-41 months, with an average of 24.2 months. The complications were reported as follows: (open-door group) 9 patients had axial pain. 8 patients had kyphotic deformity. 1 patient had vascular injury. 1 patient had c5 nerve root palsy. This report is for unk - constructs: arch laminoplasty miniplate/screws. This is report 1 of 1 for (B)(4).